Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had drawer 1 is off track. The field service engineer replaced the broken slides to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer 1 failure and being falling apart. There were no adverse events or injuries reported based on this event.